Manufacturer narrative:
On 09/24/2015: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in a cranial procedure, using ent 2.3 software with a straight suction, the surgeon saw an all blue monitor screen while navigating. The medtronic representative present suggested that the surgeon re-boot the software which resolved the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy reported. Patient was unaffected by this issue.